Manufacturer narrative:
H6: investigation summary: no samples or photos were received for investigation. A device history review was performed for lot 2105120, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples from the same lot were used for further evaluation. The protectors were successfully connected to the vials, ensuring that they fit correctly. The product was evaluated, and no damage or defects were observed. Functional tests were performed on the samples and no leakage was identified between the protector and the vial. The product undergoes visual and functional testing throughout manufacturing, including leak testing. Results were reviewed for lot 2105120 and found no problems related to the reported event. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. It is likely the protector was not properly attached, resulting in the leak reported. The protector must be attached completely vertical to the vial during assembly. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion.

Event description:
It was reported that the bd phaseal¿ protector p53experienced leakage. The following information was provided by the initial reporter: leakage from phaseal protector p53 when using pip/tazo sandoz 4/05g.

Event description:
It was reported that the bd phaseal¿ protector p53 experienced leakage. The following information was provided by the initial reporter: leakage from phaseal protector p53 when using pip/tazo sandoz 4/05g.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.